Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1531401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynx vascular closure device sealant was exposed after opening the clampshell. Another mynxgrip vascular closure device was used to successfully close the arteriotomy. The patient went home the next day post procedure per standard hospital protocol. No further information is available.